Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and dislodged cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod's insertion site causing excessive pain and purulent discharge had occurred while wearing the pod between 5 and 24 hours. The patient's blood glucose level rose above 250 mg/dl. When removed from the infusion site, the pod's cannula was found to be dislodged. The patient visited the physician and was prescribed octenisan disinfection wash lotion for treatment. The pod was discarded.